Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that the patient got a urinary tract infection post lead removal. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.